Event description:
Physician was evaluating a co prosthesis and instruments in a total hip replacement. 13mm modular distal broach tip was not retrievable from the right femoral canal during sizing instrumentation. Femoral prosthesis was cemented.